Manufacturer narrative:
The investigation of access site bleeding, positioning issues, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Access site bleeding: impella access site bleeding reported around the sheath after insertion, bleeding continued to jun 8th. Heparin paused. Unknow if bleeding stopped and how bleeding started. The cause of bleeding issue cannot be determined due to insufficient clinical details. Positioning issues: post implant echo showed impella migration to septal wall. Physician does not want to reposition with normal hemolytic indices and absence of suction alarms. Patient had severe heart failure and underwent heart transplant surgery. The cause of positioning issue most likely was due to patient condition related. Vf/vt/af/at: patient had v tach event. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, echo showed impella migration to the sept wall. The physician does not want to reposition with normal hemolytic indices and absence of suction alarms. Two days later, the patient had runs of ventricular tachycardia (vtach). The patient was taken to or for placement evaluation due to vtach. The patient developed bleeding from the access site. Heparin was paused. No further instances since.